Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 8047736 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd¿ blunt fill needle with filter was blocked during use and would not draw up the entirety of the "0.05ml" dose from the vial. Only "half" of the dose was administered as a result. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the physician called and states that he could not get the entire dose of 0.05ml from the vial and only approximately half the dose was administered. He could not get anything to pull up with the filter needle that was provided, and that he had to use a filter needle from his office."